Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked ¿on the blue section¿. This was identified during an unknown process step of peritoneal dialysis therapy. It was not reported if the patient was connected at the time of the event. Renal therapy services (rts) advised the patient to contact their registered nurse regarding the leak. There was no patient injury or medical intervention associated with this event. No additional information is available.